Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intraoperatively, after firing the stapler, the surgeon was unable to pull the knife blade back. Another device was used to complete the case. The surgical time was extended for 10 minutes as a result of the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot number: p5b0650) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During evaluation, the reload was removed from the returned handle with difficulty. The laminate hooks were examined under a microscope and were found to be damaged. It was reported that intra-operatively, after firing the stapler, the surgeon was unable to pull the knife blade back. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing with an obstacle incorporated on the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in damaged knife laminates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, after firing the stapler, the surgeon was unable to pull the knife blade back. Another device was used to complete the case. The surgical time was extended for ten minutes as a result of the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the reload was removed from the returned handle with difficulty.